Event description:
During an implant, the device went into back up vvi following dft testing. External defib was used. An output circuit damage was also noted. The physician opted to close the pocket. The following morning, low impedance was observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field experience was confirmed. Analysis noted multiple insulation abrasions.